Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced error 23073, which resulted in the loss of patient side cart (psc) cart drive and boom functions. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified error 23142, indicating joystick comparison errors on axis 2 (shoulder). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse inspecting joystick and found the crosshair canted slightly to the left. The fse had a spare joystick, forced knob to the right to straighten and issue was resolved. Exercise gantry via joystick with all axes operational and error free. The system was tested and verified as ready for use.

Manufacturer narrative:
The probable root cause is attributed to the joystick crosshair canted slightly to the left.

Event description:
Refer to h11 for follow-up information.